Event description:
It was reported that the patient presented during clinical follow-up. Upon inspection, it was noted that the left ventricular was dislodged. The reported lead was capped and replaced on (B)(6) 2022. The patient is recovering from procedure.